Manufacturer narrative:
A ventilator was reported giving several technical errors, related to safety valve and communication errors. The service engineer wrote that main back-plane and pneumatic back-plane needed to be replaced, without further info about symptoms. Logs were sent back, but no more information if parts were replaced or if the unit returned to working condition. The reported alarms were confirmed in the logs. Technical log also showed voltage underrange in expiratory channel printed circuit board (pcb). First occurrence of communication error was at (B)(6) 2020. The errors indicated several technical faults, related to electrical issues due to voltage underrange and communication errors and an open safety valve. As no goods was sent back and no information if the issue was solved, the information is not specific enough to point to any particular fault and despite good faith effort no more information has been obtained.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes for an open safety valve and communication error, there was no patient harm. Manufacturer's ref #: (B)(4).